Event description:
As reported by the user facility information by bbm sales organization in ireland: "overinfusion". Customer statement: "reported over infusion on 26th november with an infusomat serial number (B)(6). Reporter will respond with further details following acknowledgment of complaint. Ketamine 500mg/250ml - 14:50 vtbi 240ml @6.75ml/hr for 2 hrs and 40 mins & 17:27 rate change, @ 9.00ml/hr for 8 hrs and 50 mins. Nurse noticed bag nearly empty with 16 hours still left on infusion. Correct set up confirmed and no leaks in set or bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.